Event description:
It was reported that a patient presented to the emergency room with complaints of dizziness and near syncope. Upon interrogation, the patient's implantable cardioverter defibrillator (ICD) was found to have lost pacing output, and exhibited cross talk. X-ray imaging was performed. The ICD was explanted and replaced on (B)(6) 2021. The patient was stable throughout.